Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. About a week ago, the patient developed a seroma with fluid around the pump. The patient was having no issues with therapy. A dye study was planned for (B)(6) 2018. No further information was provided. On (B)(6) 2018, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). The rep indicated they received a message from the hcp that indicated that there was more fluid around the pump 'today' ((B)(6) 2018). At the catheter dye study, the hcp said "near the catheter access port (cap) area they saw a "plum of dye"'. The rep was unable to be at the facility during the procedure as the hcp stated they did not need them to be there. The hcp also indicated they "had a very hard time seeing the dye". The patient was not experiencing any itb withdrawals and their therapy was fine. The patient was prescribed oral baclofen as a precautionary measure over the weekend. The patient would be seen on monday. It was also noted that the catheter was not changed out with the pump replacement that occurred in (B)(6) 2017 because "everything seemed fine then". There were no reports of patient falls or bumping the pump. It was noted that the patient was "very familiar" with itb symptoms and withdrawals and the patient was not experiencing any of that. On (B)(6) 2018, the rep called back again and indicated the patient was presenting with signs of withdrawals. The symptoms were; itchy and more stiffness in arm and leg. The patient wastaking 10 mg oral baclofen 3x/day. An exploratory surgery was scheduled for (B)(6) 2018. The pump was delivering baclofen (rep did not know which type of baclofen but noted the programmer had lioresal listed as drug) at 500 mcg/ml at a flex dose of 137.27 mcg/day.

Manufacturer narrative:
Product ID 8709 lot# (B)(4) implanted: (B)(6)2005 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-27, additional information was received from the manufacturer representative (rep). The catheter was discarded and will not be returned. The cause of the leak was stated as "appeared it was the old connector had a leak".

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from an healthcare professional (hcp) and manufacturer representative (rep). Information received reported the cause of the seroma was a leaky catheter. The results of the dye study indicated a leak was evident near the catheter insertion to the pump. The patient was referred to a neurosurgeon and the patient's status was stable. The rep called on (B)(6) 2018 and reported the revision was completed yesterday ((B)(6) 2018) and a leak by the catheter connector was discovered. The catheter connector was replaced and "everything appears to be working normally" now.